Event description:
Inbound. Patient reporting no disposable clamp tubing alarm. Unable to troubleshoot as patient was driving while on the phone, patient to call back once he is able to park the car. No further details provided.